Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that several foreign materials were found inside the syringe. Per follow up with the ibc via email on (B)(6) 2020, it was unknown where the foreign material was found exactly.

Manufacturer narrative:
The reported event was unconfirmed as the product meet the specifications. Visual inspection noted one opened bulb irrigation syringe was received without the original package. Visual evaluation noted two black specs measuring 0.25 sq mm and 0.10 sq mm were noted embedded in the syringe body. The product was not used for diagnosis or treatment. It was determined that the product had no relationship with the event due to the investigation being unconfirmed through the sample evaluation. A potential root cause for this failure mode was unable to determined. The product had met specifications. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that several foreign materials were found inside the syringe. Per follow up with the ibc via email on 16nov2020 it was unknown where the foreign material was found exactly.